Event description:
Equipment (robot) had minor visual distortions. Procedure was delayed because the circuit board was swapped out. Delay was approximately 15- 20 minutes of extra anesthesia time. No patient injury noted.